Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The pre-procedure mean gradient pressure was unknown. An ntw clip was inserted and the grippers were independently tested in the left atrium (la). However, it was observed one of the grippers did not lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced with another ntw clip. The new ntw was inserted and placed on the mitral valve. However, the gradient increased to 7mmhg. Therefore, the clip was removed. After the clip was removed, it is unknown if the gradient returned to baseline. An nt clip was then inserted and placed on the mitral valve; however, the gradient was again 7mmhg. The nt clip was removed and the procedure was discontinued. Mr remained at a grade of 3, but it is unknown if the gradient returned to baseline. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclip devices are filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.